Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported postoperatively, the patient developed chest pain and a rise in troponin levels from myocardial injury after their right atrial (ra) and right ventricular (rv) leads were implanted. The event resolved without intervention and the leads remain in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.